Manufacturer narrative:
.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Manipulation under anesthesia reported due to flexion contracture 3 months after tka.